Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital due to pneumonia and subcutaneous emphysema secondary to pneumothorax. Patient was admitted with eyes swollen shut and pleural effusion. The epicardial pacer lead was seen extended in left chest wall. A number of interventions were performed including chest tube placement and a thoracotomy for debridement and drainage, and a bronchoscopy. Intravenous medications were also provided. The lead is still in use. No further patient complications have been reported as a result of this event.